Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the lag screw threads and groove snapped and that the surgeon was unable to remove the lag screw to position another. The surgeon further reported that the surgery took longer than planned and that an osteotome had to be used to remove further bone for the plate to sit on top. Surgical daley of 30-40 minutes was reported

Manufacturer narrative:
The reported event that standard lag screw omega 85mm length was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Possible reasons among others for a breakage may be bad assembly of the lag screw adapter and/or lost connection between instrument and lag screw during surgery application of too high torques however, with the currently provided information it is not possible to determine a root cause. If the device is returned or if any additional information is provided, the investigation will be reopened and the investigation will be updated.

Event description:
The customer reported that the lag screw threads and groove snapped and that the surgeon was unable to remove the lag screw to position another. The surgeon further reported that the surgery took longer than planned and that an osteotome had to be used to remove further bone for the plate to sit on top. Surgical delay of 30-40 minutes was reported.